Event description:
It was reported by a customer that on (B)(6) 2011 the fiber tip broke at 21,549 joules. Per the customer, the fiber tip was retrieved from the pt with graspers. Add'l info reported by the customer was during set-up an aim test was performed and the beam was visible. During the procedure, there were no observations leading up to the event. There were no error messages displayed on the console when the event occurred. The event did not cause any issues with the pt. The user did not experience any injuries from use of the system.

Manufacturer narrative:
(B)(4).